Event description:
According to the customer: "when setting up the circuit, customer couldn't get the arterial pressure reading. They used a second machine with same results. They elected to keep the circuit due to the emergency of the situation. Patient is still on the circuit but they don't have an arterial reading and delta p. The customer disposed of the product. " (B)(4).

Manufacturer narrative:
The product was not available for manufacturer's laboratory investigation. A review for similar complaints has been performed and no similar incident was found. Based on this a confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.